Event description:
It was reported that during an in person check, the right atrial (ra) lead exhibited intermittent undersensing of p waves during recorded atrial fibrillation episode. Atrial sensitivity was increased to resolve the issue. The ra lead was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.